Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was returned fractured.

Manufacturer narrative:
Visual inspection for the device confirmed that the device fractured into 2 pieces on the medial edge of the post. Only the medial side of the tasp was returned for review. Nicks and gouges can be seen along the posterior-distal edge of the device. We do not know how long this part has been in the field because the lot number is unknown, and it has been used in an unknown number of surgeries. The device history report could not be reviewed for the device because the lot number is unknown. The condition of device when it left zimmer biomet control is unknown because the lot number is unknown. Because the lot number is unknown, the manufacture date is unknown and a definitive root cause cannot be determined at this time for this device. This complaint is considered confirmed.